Event description:
The following info was reported: pre procedure femoral angiogram shoed no presence of pvd/calcium and the vessel size to be 6 mm. Placed device into sheath inflated and pulled back. The balloon collapsed into the sheath during pull back which resulted in mynxgrip balloon coming through the sheath and was unable to deploy. Manual compression was applied for 20 minutes. The pt was not hospitalized. Stick location: low common femoral still on femoral head.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1332403) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.